Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - lead dislodgement was reported. On the day of the planned revision, the patient developed diaphragmatic stimulation. A right ventricular lead perforation was confirmed via echocardiogram. The patient was referred to toronto general hospital where the lead was successfully replaced on (B)(6) 2017. The lead was not returned to biotronik.